Manufacturer narrative:
The catalog number and lot code are unknown. The device was reported as an unknown centpillar gb. It was confirmed that the device was well fixed and in good alignment so it was left implanted. Should additional information become available, it will be provided in a supplemental report. Device remains implanted.

Event description:
It was reported that, a surgeon noticed stem fracture at stem slit on a x-ray. The stem alignment and fixation were good condition. The patient had no health damage at this point.

Manufacturer narrative:
An event regarding fracture involving an unknown stem was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that, a surgeon noticed stem fracture at stem slit on a x-ray. The stem alignment and fixation were good condition. The patient had no health damage at this point.